Manufacturer narrative:
This company considers the investigation into this reportable event as closed. The company was informed that the pt's device was explanted in 2009 for reasons not related to this incident. This is the final report.

Event description:
During the review of the pt's medical records, the company was informed that the pt reportedly had some soreness, swelling and pain adjacent to the scalp incision. On (B)(6) 2004, the physician noted that the pt's incision was well healed, however, a small area of erythema and minor folliculitis just anterior to the incision was observed. The pt was recommended to apply bacitracin or neosporin ointment to the affected area. The possibility of injection therapy for that area was discussed if the pain would not be resolved.